Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has the wire kinked, as part of overall visual revision. Visual inspection revealed that the returned guidewire showed different kinked sections in its body located approximately at 36.5 inches, 58 inches, 71 inches and 74.5 inches from the proximal end. The spring tip was stretched and a section of it was detached and it was not returned. A section of the core wire was detached and it was not returned; the damaged section was located approximately at 129.5 inches from the proximal end. Detailed pictures of the affected area were captured for the microscopic inspection. Dimensional inspection revealed that the overall dimension for the middle and proximal section are within specification however, the overall length and distal tip did not match specification due to damage of the distal tip.

Event description:
Reportable based on device analysis completed on 12aug2020. It was reported that the rotawire was kinked. The 88% stenosed, 20-24mm x 3.5-3.7mm target lesion area was located in the moderately tortuous and moderately calcified right coronary artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the device was kinked. The entire device was simply pulled out of the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device investigation revealed that spring tip and core wire was detached and not returned.